Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported via the company representative (rep) that an overdischarge occurred. The patient hadn't used the device for several months, then couldn't charge when decided to use again. Troubleshooting will be performed, the rep will meet with the patient to do a trickle charge. The issue was not resolved at the time of this report. No surgical intervention occurred or was planned. The rep reported the next day that they met with the patient at the doctor's office. The battery was fully recharged. The power on reset (por) was cleared and the device was reprogrammed for some better back coverage. One lead has pulled down per fluoro, the left lead was lower than at implant. The patient may consider a revision. This programming was going to be monitored. The patient was instructed not to let the battery discharge again, recharge no matter if using. Two weeks later the rep recently spoke with the patient and was able to keep charged, but struggled with coupling. The patient reported good stimulation and uses it all the time. Antenna locate was reviewed with the patient to help him find the sweet spot. The indication for use included spinal pain and post lumbar laminectomy syndrome. If additional information is received, a follow up report will be sent.